Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/10/2026 and 01/11/2026. The wearable was inserted into the arm on (B)(6) 2026. On 01/10/2026, it was reported that the patient's dexcom receiver showed high while the bg was 196 mg/dl. The patient self-treated the hyperglycemia with insulin from the medtronic pump. No mention if the cgm was calibrated. In he morning the following day her husband noticed that she was sweating profusely. He tried to wake her up and she was unresponsive. The husband was in panic and was not able to check egv/bgm reading that time. The husband called 911. The patient remained unconscious when emergency medical services (ems) arrived. Ems obtained a fingerstick blood glucose reading of 44 mg/dl and the dexcom receiver showed egv high. The patient was administered d10 IV fluids until she regained consciousness, followed by oral glucose paste. A repeat fingerstick blood glucose after treatment was 92 mg/dl. At approximately 9:00 am, the patient was transported to the emergency room (ER). In the ER, laboratory testing showed a glucose level of 84 mg/dl. The patient was continued on d10 IV fluids and given juice. Her blood pressure was noted to be elevated in the ER and she was given hydralazine 50 mg orally. The patient remained in the ER for less than 24 hours and was discharged the same day. Upon discharge, she was conscious, coherent, no longer diaphoretic, and reported feeling significantly better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. When ems came, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's dexcom receiver showed high while the bg was 196 mg/dl. The patient self-treated the hyperglycemia with insulin from the medtronic pump. No mention if the cgm was calibrated. In he morning the following day her husband noticed that she was sweating profusely. He tried to wake her up and she was unresponsive. The husband was in panic and was not able to check egv/bgm reading that time. The husband called 911. The patient remained unconscious when emergency medical services (ems) arrived. Ems obtained a fingerstick blood glucose reading of 44 mg/dl and the dexcom receiver showed egv high. The patient was administered d10 IV fluids until she regained consciousness, followed by oral glucose paste. A repeat fingerstick blood glucose after treatment was 92 mg/dl. At approximately 9:00 am, the patient was transported to the emergency room (ER). In the ER, laboratory testing showed a glucose level of 84 mg/dl. The patient was continued on d10 IV fluids and given juice. Her blood pressure was noted to be elevated in the ER and she was given hydralazine 50 mg orally. The patient remained in the ER for less than 24 hours and was discharged the same day. Upon discharge, she was conscious, coherent, no longer diaphoretic, and reported feeling significantly better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. When ems came, the reported glucose values fall within the e zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.